Event description:
It was reported that the implantable cardiac monitor displayed an error message and was unable to be interrogated. A firmware download restored normal device function.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.